Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that an over infusion of tacrolimus (prograf) occurred or may have been related to drug volumes used for priming and waste. The infusion was initiated on (B)(6) 2018 at 10:23 am and expected to infuse at 10.4 ml/hr. The medication finished at 5:25 am on (B)(6) 2018. A scheduled fk level was drawn and the new bag of tacrolimus was not started. The patient's vitals were stable and consistent with the previous baseline, no patient harm was reported.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that an over infusion of tacrolimus (prograf) occurred or may have been related to drug volumes used for priming and waste. The infusion was initiated on (B)(6) 2018 at 10:23 am and expected to infuse at 10.4 ml/hr. The medication finished at 5:25 am on (B)(6) 2018. A scheduled fk level was drawn and the new bag of tacrolimus was not started. The patient's vitals were stable and consistent with the previous baseline, no patient harm was reported.